Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2020-02648, 3006705815-2020-02646. It was reported that the patient underwent a surgical procedure in 2019 in which their system was explanted. A reason for the explant was not provided. Later, the patient underwent a second surgical procedure in which a new internal pulse generator (ipg) was implanted.